Event description:
On (B)(6) 2012, the pt's mother reported e7 (electronic) error was displayed on the infusion device and the pt's blood glucose was elevated to over 600 mg/dl as a result. The mother injected insulin via syringe to decrease blood glucose. The pt's normal blood glucose range is 90-180 mg/dl. The mother inserted a new battery and was unable to clear the error. The pt was advised to switch to the backup infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. Eval results: when changing from stop into run mode, the self testing checks the vibra. An interruption leads to an e7. There are various causes e.g. Interruption in vibra leads, defects of the vibra motor collector, unconnected vibra plug etc. When the interruption occurs during run mode, the user gets no vibra signal without alarm/error.